Event description:
After second to last of treatment, PICC would not flush. Tried to remove PICC and encountered resistance. Left PICC to be removed the next day. In 2009 - pt applied heat pack prior to removal. Tried to remove PICC gently and at approx 9 cm mark, the PICC snapped leaving 41 cm insitu. Ed cut down procedure to remove as PICC stuck approx 2 cm above insertion site. PICC appeared to have adhered to vessel as debris was left on the removed portion proximal to the insertion site.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.